Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for accu tni and results of 1.27ng/ml and 0.58ng/ml were obtained. The sample was re-tested and accu tni results were 0.50ng/ml and 0.40ng/ml. The results were not reported out of the lab. It is unk if patient treatment was affected.

Manufacturer narrative:
The specimen was collected in lithium heparin tube. Qc level I was within specifications prior to and on the day of the event. Qc level ii resulted within specifications prior to the event and out of specifications low on the day of the event. A system check performed in 2008 partially failed. Per customer technical service (cts), customer made an incorrect system check dilution. A field service engineer (fse) was dispatched the same day: the fse checked system check. The fse replaced peri-pump tubing, checked alignments and then ran system check which passed. The fse ran qc which resulted within specifications. The fse verified the repair per establishment procedures and results met performance specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.